Event description:
It was reported the patient was intubated, emg tube did not read on nerve impulse monitoring (nim). The tube was removed and another placed.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). One sample was received with outer carton label identifying sample as item (B)(4) nim emg endotracheal tube 6.0mm from lot 0206444455. The sample appeared used, with bio-debris observed on the carton box, the proximal connector and on the cuff. Blue leads measured 3.0<(>&<)> and 3.1<(>&<)>, red leads measured 3.0<(>&<)> and 3.3<(>&<)>. These readings meet specification per drawing indicating that the device functioned as intended. There was visible pinch like damage noticed on the working length of the tube likely due to severe customer manipulation / handling / use of the device.